Event description:
Pt reported their meter/hcp meter comparison results were 270 mg/dl (ss) versus 215 mg/dl (hcp), respectively (26% difference). Pt did not have supplies to do control test. No symptoms were reported. Control test reading (116) obtained after pt received supplies was in range (91-137). Lfs representative reviewed qc procedures and discussed meter/lab comparisons. There was no allegation of harm.